Manufacturer narrative:
Information not available, device not returned for analysis.

Event description:
It was reported that after a breast biopsy, the pt went home and noticed excessive bleeding from the nipple. At the facility, a ultrasound was performed and compression for approx 2 hrs to the breast occurred. The physician then decided to have the pt go to surgery for further evaluation. No additional information was provided.